Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. No follow-up was requested by the customer, and there were no additional details regarding actions taken.